Event description:
Initial surgery in 2008 to treat grade 1 spondy. Initial reporter stated one pedicle screw backed out of the vertebral body. No revision surgery is planned at this time and will continue to monitor the pt's condition.

Manufacturer narrative:
No analysis performed because the device remains in the pt.